Manufacturer narrative:
Pt info: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon completion of the embolization procedure, the physician proceeded to place the angio-seal device. The sheath that supports the anchor was damaged and the doctor could not remove the lock cover and a click was not heard to continue with hemostasis. Hemostasis was successfully achieved by the second angio-seal. The patient was reported to be stable. There were no other devices or equipment being used with the angio-seal device.

Event description:
Additional information was received on 11/19/18. The steps were performed as usual but at the moment of removing the anchor, he could not. At the moment that he could not remove the device he realized that the carrier tube (shirt) was damaged. The carrier (shirt) where the anchor was held plus the collagen was blocked and the device did not allow to continue with the release of the collagen to realize the hemostasis in the femoral artery. It could not perform the suture. The sheath size used was a 6fr. A pre-deployment angiogram was not performed.

Manufacturer narrative:
(B)(6). This report is being submitted as follow up no. 1 to provide patient information in section provide additional information in section update section and provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.